Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report #3004209178-2013-04710 [it was also noted that the pump flipped over in the patient¿s adipose tissue.] No symptoms were reported, and no outcome was provided. The medication used within the system was dilaudid.